Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient had pink or red bloody urine output, despite confirming the impella cp position. Heparin was restarted but awaiting bicarbonate purge solution from the pharmacy. The patient had been weaned from bilevel positive airway pressure (bipap) but had to be placed back on bipap due to intermittent low oxygen saturations. Tachycardic with hypotension and rising creatinine. The patient was escalated to impella 5.5 for increased support and the impella cp was explanted with hemostasis achieved.